Event description:
It was reported that high atrial lead impedance was noted. Reprogramming was recommended. No intervention was performed; the physician will monitor the patient only. The patient¿s condition is fine after the event.